Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply cable connection was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an interlock failure message. This message indicates the interlock circuit has failed during system start-up. This error may cause the system to shut down uncommanded. There is no report of patient injury.